Event description:
It was reported that during a shoulder arthroscopy, the distal tip of the cannula broke. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: to date, conmed linvatec has not received the product to perform an investigation. A follow-up will be sent.